Event description:
Loss of osseointegration - diabetes mellitus, uncontrolled endocrine illness, no thread tap used, primary stability was achieved, bone resorption, mobility ((B)(6) are same patient).